Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found faulty buffer valves and the ise (ion-selective electrode) sample pot was not seated properly. The fse replaced the faulty buffer valves (part number c28717) and reseated the ise sample pot which resolved the issue. (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported erroneously high sodium (na) and potassium (k) patient results were generated on the au480 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.